Event description:
An alarm occurred on the pump during insulin pumping, identified as alarm 20. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in loading a new cartridge using the proper technique, allowing the customer to resume insulin therapy successfully. No previous reports of cartridge alarms with this pump were noted.